Event description:
It was reported in a letter dated (B)(6) 2013 that the patient was now bed-ridden and on a feeding tube as a result of the ¿faulty¿ vns device. It has been alleged that vns therapy is the root cause of the patient¿s current situation. The patient now requires 24-hour care. Additionally on (B)(4) 2013, it was indicated that the patient experienced dysphagia and a 50-pound weight loss following the implant of her generator on (B)(6) 2012. Attempts for additional information from the treating neurologist have been unsuccessful to date.